Manufacturer narrative:
Date received by MFR in follow-up MDR 1 is being corrected to 12/17/2018. The machine was manufactured in february 2009. The device was not returned for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The treatment data was analyzed and it was observed that approximately two minutes after treated started, two warning: air in blood alarms occurred. Treatment was ended approximately 14 minutes after second alarm occurred and a total volume of 140ml blood was returned to the patient. The exact cause of the event is unknown; however, the prismaflex machine issued 'warning air in blood' alarm" as it is intended to do when there are air bubbles in the return line. The blood was returned to the patient should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after start of treatment with a prismaflex monitor, the level in the deaeration chamber dropped and the unit generated a 'warning air in blood' alarm and the patient experienced an unreported amount of blood loss. This event was reported to have occurred on two different "occassions". No clinical symptom or medical intervention was reported. No additional information is available.